Event description:
The tech alleged that the bed had a high ground reading. No pt impact.

Manufacturer narrative:
The tech found the ground wire in the power cord plug was loose. The tech reconnected the ground wire in the power cord plug to resolve the issue.